Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the screw was broken during cranioplasty. The shaft of the screw could not be removed and it was remained in the pt's bone.